Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis found damage that was sustained during the surgical procedure. All electrical testing found normal device characteristics.

Event description:
It was reported that lead exhibited noise and no sensing. The insulation was damaged under the suture sleeve. The lead was not used.